Manufacturer narrative:
A5. Information not provided d10. Concomitants: 312-01-41 - resurfacing humeral head 41mm 312-01-01 - resurfacing cage, 25mm.

Event description:
It was reported via clinical study that the 62 yo female patient experienced aseptic glenoid loosening with loss of motion and sudden shoulder pain. The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) /2023. The patient¿s outcome was last known as resolved.

Event description:
It was reported via clinical study that the 62 yo female patient experienced aseptic glenoid loosening with loss of motion and sudden shoulder pain. The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as resolved. The case report form indicates this event is definitely not related to devices and unlikely related to procedure.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. The extent and root cause of the glenoid loosening could not be determined as the device was not returned, and serial information, images, and radiographs were not provided. Section h11: *the following sections have corrected information: (a2) age at the time of event: 62 years (b5) describe event or problem: it was reported via clinical study that the 62 yo female patient experienced aseptic glenoid loosening with loss of motion and sudden shoulder pain. The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as resolved. The case report form indicates this event is definitely not related to devices and unlikely related to procedure. (H6) component code: 734, bearings.